Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a duplex ultrasound revealed a proximal type I endoleak and that the abdominal aortic aneurysm had ruptured. The patient was asymptomatic. The proximal aortic neck angulation measured 45 degrees. The suprarenal neck angulation measured 23 degrees. The maximum diameter of the abdominal aortic aneurysm measured 103 mm. The aorta immediately distal to the lowest renal artery measured 45 mm in diameter and measured 56 mm in diameter 10 mm distal to the lowest renal artery. The investigator determined that there was no assessable length of the proximal aortic neck. There was no thrombus or calcium at the seal zone. The physician elected to implant six heli-fx endoanchors in conjunction with implanting another manufacturer¿s stents and performed a chimney in the right and left renal arteries. Endoanchors were implanted above the renal arteries during the procedure and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.